Event description:
A surgeon reported having a pt whose intraocular lens (iol) has developed glistenings. Neither the surgeon nor the pt has any complaints. Add'l info was received from the surgeon, who reports that the pt has developed some posterior capsular opacity. Add'l info has been requested.

Manufacturer narrative:
Product eval: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause: the root cause cannot be determined. Not enough info was provided from the account to properly complete an investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Add'l info was requested 7/21/2011 and 8/3/2011 by fax, mail and phone. Add'l info wa received 8/9/2011 by mail. A completed questionnaire has not been received. (B)(4).